Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed four and a half year remaining to explant, with high power consumption noted. Boston scientific technical services (ts) reviewed and noted that a few months ago device was at five years remaining. Will continue device monitoring. The device remains in service. No adverse patient effects were reported.